Manufacturer narrative:
Per the clinic, the patient experienced a wound breakdown due to infection at the implant site. The infection has cleared as of the date of this report, (B)(6) 2021. This report has been submitted on april 07, 2021.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2021 to remove infected tissue. The implanted device remains. This report is submitted on 10 june 2021.

Manufacturer narrative:
This report is submitted on february 18, 2021.

Event description:
Per the clinic, the patient developed an infection and experienced pain and swelling at the implant site. The patient was hospitalised and treated with intravenous antibiotics. The implanted device remains.